Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented to the operating room for change-out due to normal eri. Patient was asymptomatic. No electrical anomalies were detected. Externalized conductors were observed. The lead was explanted.